Event description:
It was reported that the customer inadvertently dropped the pump which caused the touchscreen to crack and intermittently the wake button was not responsive. Customer also reported that a malfunction alarm (alarm 0) occurred. Customer's blood glucose was 164 mg/dl. Customer reverted to using manual injections for insulin therapy.